Manufacturer narrative:
Customers received notification of the field action. The report of an unresponsive lvp keypad issue is confirmed based on the recall for bd alaris¿ pump module model 8100 manufactured from december 1, 2016, to january 23, 2019. Device repair or returns are handled within the scope of the field action. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. Electrical failure ¿ design. There was no patient involvement (npi).

Event description:
It was reported that there were 8100¿s (5) that were broken. No further information is available. There was no patient involvement.